Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed alarms. The printed wire assembly was replaced to resolve this issue.

Event description:
It was reported that the unit would not connect to the network. There was no patient involvement. Device evaluation found that the pump alarmed error 46440.